Event description:
It was reported that a patient underwent a repositioning of the intraocular lens (iol) (B)(6), 2012, with an explant of the lens approximately one (1) month later on (B)(6), 2012. The lens was explanted due to the patient's anatomical issues. It was stated that the lens would not stay positioned inside the capsular bag. There was no product discrepancy reported. The patient received an anterior chamber (a/c) lens as a replacement.

Manufacturer narrative:
(B)(4): the explanted intraocular lens (iol) was returned to our product evaluation laboratory for a visual inspection which revealed that the lens haptic was distorted. There was also evidence of ophthalmic viscosurgical device (ovd) on the explanted lens. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.